Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a peroneal nerve repair due to a popliteal laceration on (B)(6) 2016 and topical skin adhesive was used on the back of the leg. The patient presented to the emergency department with a severe allergic reaction on (B)(6) 2016 with complaint of itching, redness and blisters surrounding the product. It is unknown what was done to treat the issue. Additional information was requested.